Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
Doctor reported that a male patient underwent uncomplicated cataract surgery with intraocular lens (iol) implant and hfds (high frequency deep sclerotomy) procedure in both eyes. Following the procedure, the right eye shows definite clear "glistenings", but currently does not affect the patient's vision. Additional information has been requested.